Event description:
It was reported that a catheter rotation would not stop resulting in the patient being sent to the intensive care unit. The target lesion was located in the circumflex artery. An opticross imaging catheter was advanced to the circumflex to evaluate the blockage. The catheter tip then became stuck in the blockage. The opticross was attempted to be withdrawn. Force was applied to remove the catheter and the distal tip detached inside the blockage within the circumflex. Retrieval attempts were made to retrieve the dislodged tip. A 1.5mm rotapro burr catheter was used to ablate a path to reach the detached tip. While atherectomy was being performed in the artery the system could not stop rotating. The power was turned off on the rotapro console. Subsequently, the patient coded. The patient lost their left anterior descending artery and a pseudoaneurysm formed in the proximal area of the circumflex artery. A left ventricular assist device was placed inside the patient and the left anterior descending artery was stented without issue. The patient stabilized and was sent to the intensive care unit. It was further reported that the patient died.

Event description:
It was reported that a catheter rotation would not stop resulting in the patient being sent to the intensive care unit. The target lesion was located in the circumflex artery. An opticross imaging catheter was advanced to the circumflex to evaluate the blockage. The catheter tip then became stuck in the blockage. The opticross was attempted to be withdrawn. Force was applied to remove the catheter and the distal tip detached inside the blockage within the circumflex. Retrieval attempts were made to retrieve the dislodged tip. A 1.5mm rotapro burr catheter was used to ablate a path to reach the detached tip. While atherectomy was being performed in the artery the system could not stop rotating. The power was turned off on the rotapro console. Subsequently, the patient coded. The patient lost their left anterior descending artery and a pseudoaneurysm formed in the proximal area of the circumflex artery. A left ventricular assist device was placed inside the patient and the left anterior descending artery was stented without issue. The patient stabilized and was sent to the intensive care unit. It was further reported that the patient died. It was further reported via medwatch mw5102404 and mw5102557 that the lesion was 90% stenosed and located in the severely calcified and tortuous circumflex artery. After the second pass, the console would not turn off. The power cables were physically unplugged from the console to power off the console. The patient experienced chest pain, a drop in heartrate and blood pressure. Cardiopulmonary resuscitation (CPR) was performed and anesthesia was administered for intubation. After approximately 30 minutes of CPR, the patient experienced arrhythmia and was transported to the intensive care unit (ICU). It was noted that the black circular connector on the console was loose, as a result the console would shut off by itself.

Manufacturer narrative:
Age at time of event: 18 years or older.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a catheter rotation would not stop resulting in the patient being sent to the intensive care unit. The target lesion was located in the circumflex artery. An opticross imaging catheter was advanced to the circumflex to evaluate the blockage. The catheter tip then became stuck in the blockage. The opticross was attempted to be withdrawn. Force was applied to remove the catheter and the distal tip detached inside the blockage within the circumflex. Retrieval attempts were made to retrieve the dislodged tip. A 1.5mm rotapro burr catheter was used to ablate a path to reach the detached tip. While atherectomy was being performed in the artery the system could not stop rotating. The power was turned off on the rotapro console. Subsequently, the patient coded. The patient lost their left anterior descending artery and a pseudoaneurysm formed in the proximal area of the circumflex artery. A left ventricular assist device was placed inside the patient and the left anterior descending artery was stented without issue. The patient stabilized and was sent to the intensive care unit. It was further reported that the patient died. It was further reported via medwatch mw5102404 and mw5102557 that the lesion was 90% stenosed and located in the severely calcified and tortuous circumflex artery. After the second pass, the console would not turn off. The power cables were physically unplugged from the console to power off the console. The patient experienced chest pain, a drop in heartrate and blood pressure. Cardiopulmonary resuscitation (CPR) was performed and anesthesia was administered for intubation. After approximately 30 minutes of CPR, the patient experienced arrhythmia and was transported to the intensive care unit (ICU). It was noted that the black circular connector on the console was loose, as a result the console would shut off by itself. It was additionally reported that the black circular power connector was loose prior to the procedure. The connector was loose due to overuse. The power button was fully depressed several times in an attempt to get the system to power off before unplugging the cables. The gas supply valve was fully closed.

Event description:
It was reported that a catheter rotation would not stop resulting in the patient being sent to the intensive care unit. The target lesion was located in the circumflex artery. An opticross imaging catheter was advanced to the circumflex to evaluate the blockage. The catheter tip then became stuck in the blockage. The opticross was attempted to be withdrawn. Force was applied to remove the catheter and the distal tip detached inside the blockage within the circumflex. Retrieval attempts were made to retrieve the dislodged tip. A 1.5mm rotapro burr catheter was used to ablate a path to reach the detached tip. While atherectomy was being performed in the artery the system could not stop rotating. The power was turned off on the rotapro console. Subsequently, the patient coded. The patient lost their left anterior descending artery and a pseudoaneurysm formed in the proximal area of the circumflex artery. A left ventricular assist device was placed inside the patient and the left anterior descending artery was stented without issue. The patient stabilized and was sent to the intensive care unit.